Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion at the filter area. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: additional information in d3, d5, g2, h6, and h10. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The samples were received in new conditions and with their original unopened packaging. The samples were visually inspected and there were no discrepancies were found. Functional test: leak test was performed and no leaks were detected or other discrepancies. The complaint was not confirmed and no root cause could be determined. No corrective actions were required since the complaint was not confirmed.